Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient medical records were returned or made available for review. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. The reported event regarding shell loosening involving a trident hemispherical cluster shell was not confirmed.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2011 the patient underwent a triple phase bone scan due to tenderness, pain and decreased mobility in her right hip. It is further alleged that the bone scan indicated that her stryker trident hemispherical acetabular shell has loosened and she underwent revision surgery on (B)(6) 2011.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2011 the patient underwent a triple phase bone scan due to tenderness, pain and decreased mobility in her right hip. It is further alleged that the bone scan indicated that her stryker trident hemispherical acetabular shell has loosened and she underwent revision surgery on (B)(6) 2011.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. (B)(4).